Event description:
It was reported that a patient presented to the emergency room with shortness of breath and discomfort. Upon examination with echocardiogram, the patient's right atrial (ra) lead was found to have perforated the heart, resulting in cardiac tamponade. The issue was addressed surgically on (B)(6) 2023 and the ra lead was repositioned. The patient was stable throughout.